Event description:
The reporter indicated that on (B)(6) 2023 a haptic of 12.6mm, vicm5_12.6, -8.50 diopter, implantable collamer lens was trapped with the foam tip plunger during implantation. The lens was implanted and removed intraoperatively with no patient injury and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data- d4 - expiration date. B5 - it was later reported that on (B)(6) 2023 a replacement lens of a same length lens was implanted and the problem was resolved. Claim#: (B)(4).